Manufacturer narrative:
D9/h3 product available for stryker corrected. H4 manufacturing date added. H3 device evaluated by mfg corrected. H3 reason for no evaluation corrected. H3 reason code other corrected. D4 expiration date added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was friction/resistance encountered during the procedure and force was used to overcome the resistance. All fractured parts of the guidewire were removed from the patient¿s anatomy. The patient¿s anatomy was tortuous. There were no patient consequences reported due to this event. Based on the additional information it is probable that device fractured during manipulation of the device inside the patient¿s tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported issue. H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure the tip on this guidewire kept breaking off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 1st of 2 reports.

Event description:
It was reported that during the procedure the tip on this guidewire kept breaking off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.